Event description:
Pump declared alarm 20 during pumping, which did not cause the customer's blood glucose to exceed 500 mg/dl. Cts assisted the caller in loading a new cartridge, but cartridge alarm recurred. Cts decided to replace the pump, and the caller was instructed to use mdi as backup therapy. The caller was also guided on putting the pump into storage mode and agreed to return it using a pre-paid label within 10 days.